Manufacturer narrative:
Analysis of the extension (serial number (B)(4)) found that the conductor body was broken at the proximal side of transition 11.4cm from the proximal end.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was an extension migration. There was a loss of stimulation. The clinical diagnosis was post laminectomy pain lumbar. The outcome was resolved without sequelae. Interventions included explanting and replacing the extension. The event resulted in an unscheduled clinic or office visit. The device was interrogated and device data showed lost contacts due to impedance issues. The patient reported a loss of stimulation. The etiology was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n501596, implanted: (B)(6) 2015, product type: accessory. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3986a, lot# lc3946, implanted: (B)(6) 2005, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The consumer and manufacturer representative reported that impedance measurements were taken and showed seven had >10000 and when retaken at 3v electrode one had impedance at 11000-15000. The patient was reprogrammed around contact one as it was causing therapy problems; it was causing intermittent stimulation for the patient. The implant was on and no trauma or falls were reported that could be related to this issue. The patient was getting pain relief from using electrodes zero and two and didn't feel any situation where stimulation sensation had turned off. The change in therapy or symptoms was considered sudden. Stimulation was turning off while the patient programmer showed that it was still on. Additional information from the healthcare professional (hcp) via the manufacturer representative reported that there was a possible lead fracture. The patient experienced a loss of and intermittent therapy. A lead revision was scheduled and completed on (B)(6) 2015 and the patient had the extension replaced and was receiving effective therapy once again. The hcp noted an area of concern on the extension about the point where it may have had contact with the implantable neurostimulator header as it coiled behind in the pocket. The indications for use were post lumbar laminectomy syndrome and spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.